Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, externalized conductors were observed on the lead. The lead was capped and replaced. There were no adverse consequences for the patient.